Event description:
It was reported that the customer has passed away. The caller stated that the customer was in a hospital in (B)(6) 2014. The customer was discharged and sent to a facility where he later passed away. The nurse stated that the customer passed either from congestive heart failure, renal failure, or respiratory failure. The nurse stated that she does not think the customer passed away due to any diabetes related causes. The nurse did not know customer's blood glucose at the time of death. The nurse did not know if the customer was wearing the insulin pump at the time of death. She did not known if the customer used sensors or if one was worn at the time of death. The insulin pump information was not verified at the time of the phone call because the nurse did not have the customer's device. The insulin pump information used in this report is the last known insulin pump issued to the customer. An attempt will be made to contact the family of the deceased customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test. The occlusion and excessive no delivery alarm tests could not be performed due to the prime anomaly. The root cause of the prime anomaly could not be determined. A cracked reservoir tube lip and minor scratches on the display window were noted during the visual inspection. The insulin pump passed the basic occlusion test and displacement tests.